Event description:
Complainant alleged that while monitoring a pt (age and gender unk) the device inappropriately displayed a "press shock" button. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.